Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the severely tortuous distal to mid left anterior descending artery (lad). It was noted that a 6.5fr guide catheter was used, along with a non-bsc guide wire was selected for 1st diagonal one and a non-bsc guide wire was selected for the lad. Ivus was performed. This 2.75x38mm promus element long stent delivery system (sds) was selected and directed stent and deployed at 16 atm. Stent distal was post-dilated with a 2.75x15mm non-bsc balloon catheter at 18 atm and stent proximal was post-dilated with a 3.25x15mm quantum apex balloon catheter at 18 atm. After a high pressure post-dilation, the physician advanced a non-bsc ivus catheter to view the stent, during advancement resistance was met and the physician slowly and carefully withdrew the ivus catheter. Under angiogram, the proximal stent edge was deformed. The physician believed that the ivus catheter crushed the stent edge. The physician advanced a 2.0x12mm apex balloon catheter to open the stent edge, but the device failed to cross the lesion. An additional attempt was made with a 1.5x8mm apex balloon catheter which was also failed to cross the lesion. A 1.25x10mm non-bsc balloon catheter was selected and was inflated to 8atm. The device successfully crossed the lesion. This device was exchanged for a 1.5x8mm apex balloon catheter which was inflated to 8atm to enlarge the proximal stent edge, then a 3x15mm apex balloon catheter was inflated to open up the stent. A 3.5x16mm promus element (sds) was deployed to cover the deformed stent edge. The lesion was post-dilated with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).